Event description:
The patient¿s battery failed/depleted and the clinician decided it was not worth the trouble to do a replacement at this point. The clinician would wait until the other ins depletes. The battery failed within 2 years. Additional information has been requested. Reference manufacturer report# 3004209178-2013-21436.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# v003289, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. (B)(4).